Manufacturer narrative:
Reported event was confirmed by product return. Visual inspection of the returned product confirmed the instrument fractured at the threads interface. The fractured off threads were not returned. Also noted heavy gouges, wear, and impaction marks suggesting the device was heavily used. The product has possibly been in the field for approximately 4.5 years. A hardness evaluation was performed on the returned product and the product is conforming to specifications. Review of device history records noted no deviations/anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that impaction head broke while surgeon was hammering on the head during znn tibial nail insertion. Impaction head was fully threaded into guide. Attempts have been made and additional information on the reported event is unavailable at this time.